Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6 (type of investigation, investigation findings, component codes, investigation conclusions). Additional initial rep name: (B)(6) (nurse). Multiple system startups demonstrated normal anti pneumatic function; however, further inspection identified a fault within the helium valve assembly that required replacement. The fse replaced the helium fill manifold assembly. After replacement, the fse performed full functional testing in accordance with factory specifications. The unit passed all required tests and was returned to service in proper working condition. The failure analysis and testing dept. Received part helium fill manifold with a reported unit failure of the device prompts an automatic inflation fault. The failure analysis and testing dept. Performed a visual inspection and observed that the assembly helium reservoir assembly had been disassembled and part helium fill manifold sent back. The part was not sent back as a whole assembly part because the assembly is missing components (solenoids), the fat dept. Cannot investigate this complaint any further. Retaining the manifold in the fat dept. Per procedure.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in e1, event site details are as follow - full event site name is (B)(6) hospital. Full event site address is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had an inflation failure during startup equipment testing. There was no patient involvement.